Manufacturer narrative:
The complainant was unable to report the suspect device lot number; therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of the two devices used during the same procedure. Refer to manufacturer report # 3005099803-2019-03505 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2019 that two wallflex biliary rx partially covered stents were to be used to treat a pancreatic head mass which blocked the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was tight and was dilated prior to stent placement procedure. According to the complainant, during the procedure, both wallflex bilary stents were able to be deployed. However, after the delivery systems were removed, the stents migrated out of the common bile duct. Both stents were removed with forceps and the procedure was completed with a plastic stent. There were no patient complications reported as a result of this event.